Event description:
Dr. Was performing a left shoulder revision arthroplasty. When placing a screw inside the humeral head, the screwdriver tip was chipped and adhered to the head of the screw. All attempts were made to retrieve the broken piece, and an intra-operative x-ray was taken. Ultimately the decision was made to leave the broken piece inside the screw head as it looked stable. Or leadership aware. Procedure completed without any other events and patient was transported to the pacu [post anesthesia care unit] safely accompanied by staff. Product was retained by hospital and sent to our risk department.